Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g139, they allege that the handpiece got really hot sitting in the holder. Allegedly, the hygienist burned her hand picking it up.